Manufacturer narrative:
The insulin pump was received with a constant frozen screen and watchdog alarm due to moisture damage on all electronic assemblies. They were unable to perform the displacement test and pump self test due to the constant frozen screen and watchdog alarm. They were also unable to verify button/keypad unresponsive due to the constant frozen screen and watchdog alarm. There was no damage to the keypad traces and j2 connector on the lcd board was not unlocked during the visual inspection. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the buttons were screeching again on the insulin pump. Customer stated that the she is not able to go to the sensor menu with the buttons. Customer reported that the pump buttons were not working. Customer stated that her husband was able to set the time and date and reprogram the basals. Customer reported that the act button is responding and the pump is not screeching. Customer's current blood glucose was 253 mg/dl. Customer declined to run any constant tone troubleshooting. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.